Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the display was found to be blank. The device's display was replaced to address the issue.